Event description:
It was reported that revision surgery was performed due to metallosis and a soft tissue reaction.

Event description:
Pain, weakness of the legs and hips, elevated cobalt and chromium levels, fluid accumulations around the hip, exposure to metal debris, tissue damage and necrosis reported.

Manufacturer narrative:
The devices reportedly utilised in this case were implanted in an off-label application in the USA. The bhr acetabular cup is FDA approved for use only with a bhr resurfacing femoral head. The hemi-head (large diameter cocr femoral head) is only approved for use by FDA when attached to a smith & nephew femoral stem for articulation on native bone, not on an acetabular component (bhr acetabular cup).